Manufacturer narrative:
(B)(4). Date sent: 5/24/2023. D4: batch # a9ch4d. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "does the surgeon load each clip off of the vessel into the device jaws before applying the device jaws to the vessel and firing? ¿was it confirmed during the initial operation that the clips were gapping? ¿if so, what was done intra-op to address this? ¿please provide further information about the shape of the clip. Were the clips teardrop shaped? Or were the clip legs crossing? ¿what was the total number of clips used? Above transection? Below transection? ¿please provide clarification on, ¿every other clip applied the clip would leave a gap¿. Was it literally every other firing that the clip gapping occurred? (First firing complete clip, second firing clip gap, third firing complete, fourth firing gap¿etc)? ¿was there any downward pressure applied to the clip during firing? ¿was the re-operation open or laparoscopic? ¿what was observed at the site of the leak upon re-operation? ¿for the re-operation, was another el5ml used? If not, please provide the device used. ¿will the device from the event be returning for analysis?" An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, every other clip applied the clip would leave a ¿gap¿. Patient required re-op due to bile duct leak. Unknown as to how the leaks were repaired. Patient requiring re-op is doing fine.